Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that two cassettes and one infusion set had become damaged. The pwd stated that a line-block alarm had been received and that they had been instructed to call in. The cause could not be determined by the pwd, but they had been advised by the trainer to replace the cassette and the infusion set after completing a site change on (B)(6) 2026. The pwd was requesting replacements. The pwd stated on (B)(6) 2026 that, while the infusion-set tubing had been in their pocket, moisture had been felt. The pwd stated that the moisture appeared to originate near the middle of the tubing, closest to the site portion on the abdomen. The pwd had discarded both cassettes and infusion sets and therefore did not have any items available to return. Pss would proceed with replacing the infusion sets and cassettes. The event occurred while in use with patient. There was no patient injury.